Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No frozen screen, constant buzzing or unexpected audio/beep anomalies noted during testing. No damage on the keypad traces were noted. The keypad connector on the lcd board was inspected and no anomaly was noted. The pump passed the functional tests and all operating current tests were normal. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was constantly buzzing and no buttons will change the screen. Customer's blood glucose was 205 mg/dl at the time of the incident. Customer stated that the buttons were not pressed or accidentally pressed. Customer had a frozen display and stated that the time was off. Customer reset the time and stated that the screen is not completely blank. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.